Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device was broken was confirmed. An assessment was performed and it was observed that the unit was reaching full rpm as soon as the trigger was pressed, and the unit failed the check saw blade coupling step. It was further observed that the electronic control unit (ecu) was damaged, output voltage while in ¿on¿ ¿off¿ mode, the oscillating head was cracked, the o-ring was damaged, and the housing for the oscillating head was bent. The assignable root cause for these conditions was determined to be due to wear from normal use and servicing, improper handling, which is user error/misuse/abuse, and improper manufacturing construction and design. The issue of the cracked oscillating head has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the battery oscillator device was broken. During in-house engineering evaluation it was observed that the unit was reaching full rotations per minute (rpm) as soon as the trigger was pressed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.